Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.